Event description:
Litigation papers allege that the patient has had two revisions because of elevated metal ion levels. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised on (B)(6) 2011 because of dislocation and metallosis, and again on (B)(6) 2011 because of dislocation with a loose cup. Records are available for further review.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 2473865 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the 2468516 lot code. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Litigation papers allege that the patient has had two revisions because of elevated metal ion levels.